Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2b6wj implanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 12-nov-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that high impedances were observed on both devices; the impedances were greater than 4000 ohms on all electrodes. Additionally, issues with recharging the ins were reported, including communication issues while recharging. The patient stated it didn't hold a charge for more than 3-4 days, they couldn't turn up stimulation, and it said they were at maximum settings. Troubleshooting was not performed and the cause was not known. Furthermore, the patient reported a return of baseline symptoms (urinary retention).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedance being greater than 4000 ohms on all electrodes were not determined. Most likely cause was maybe weight loss. On (B)(6) 2025, they turned the stimulation to the max on all 4 electrodes and patient did not feel anything. The cause of the ins recharging issue was unknown. They will be replacing the batteries with interstim x, the patient does not like the rechargeable ones. Date is still in progress. Patient was able to successfully recharge, depth was 1/2 inch and right below iliac crest. The patient lost 60 lbs.